Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/31/2019. Additional investigation summary: it was received for analysis an empty opened labeled winding former, a needle/suture piece and detached needle of product code 8305, lot mlh086. During the visual inspection of two needles, the swage and attachment area were noted to be as expected. The barrel hole of the detached needle was examined under 20x magnification and no suture remnant was noted. The suture piece was examined, and the impression of the swage area could not be observed due the end was observed cut. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition it was suggest an improper handling of the sample.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a cardiac operation on (B)(6) 2019 and a suture was used. It was reported that during surgery pull off suture needle occurred. A like device was used to complete surgery. There were no adverse patient consequences reported. No additional information was provided.